Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having low blood glucose of 42 mg/dl in the morning. Customer declined troubleshooting. Also reported issues with lost sensor and customer declined troubleshooting. No further information reported.